Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop due to full battery depletion which resulted in the reported no external power and let ventricular assist device (lvad) off alarms. The submitted controller event log file contained events from 08apr2026 ¿ 09apr2026, until the controller clock was reset to the default timestamp of 01jan2000. On 09apr2026, the file captured events consistent with full battery depletion resulting in a pump stop; the battery depletion is further addressed under the system controller investigation (manufacturer report number: 2916596-2026-02241). This pump stop was associated with low flow hazard, low speed advisory, and lvad off alarms. After the system controller was re-connected to 14v batteries, the pump ramped up to the stored patient speed without issue. After the pump stop event resolved, intermittent low flow alarms consistent with the patient¿s expiration were captured for the remainder of the file, the longest of which persisted for approximately 8 minutes. No other notable events or alarms were captured, and the pump appeared to be operating as intended while the system was connected to power. The patient¿s outcome was not considered to be device or therapy related. An autopsy was not performed, and the pump was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and patient handbook, is currently available. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, ¿system operations,¿ states that the 11-volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11-volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11-volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the IFU, ¿powering the system¿ (under ¿using heartmate 14 volt lithium-ion batteries¿) explains how to replace depleted batteries with charged batteries. This section (under ¿switching power sources¿) also explains how to switch from battery power to the power module and mpu. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Section 3 and section 6, ¿patient care and management¿, warn that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient fell asleep on batteries and depleted all power. The pump would not be explanted, and an autopsy would not be performed. The device parameters were within normal limits and the outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was brought to the emergency department in cardiac arrest, with a no external power followed by pump off events. Log files were submitted for review and captured various alarms associated with a loss of power event. The patient was utilizing battery power between on (B)(6) 2026 and depleted both batteries and backup batteries (ebbs). This low voltage caused the rotor to stop at 7:58 am on (B)(6) 2026. The system controller/pump appeared to completely shut off for a few seconds. The patient was off pump support for an unknown amount of time. Following the loss of all power event the pump appeared to resume the programmed set speed once external power was restored. There controller clock and low flow hazard alarms following reactivation. The patient passed away on (B)(6) 2026 due to loss of power to the pump. The patient fell asleep on batteries and depleted all power. Th pump would not be explanted, and an autopsy would not be performed. The device parameters were within normal limits and the outcome was not device or therapy related.